Event description:
Complainant alleged that during biomed testing, the device 's pacer rate was incorrect and the pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.